Event description:
As reported: "patient underwent orif (gamma 4) for a right femoral transverse fracture about 2 months ago. On (B)(6) 2025, at post-operative follow-up, it was confirmed by x-ray that the lag screw had become dislodged. On (B)(6) 2025, a reoperation was performed. The dislodged lag screw was removed, replaced with artificial bone, and a new lag screw was inserted."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.